Event description:
It was reported that during a routine pump replacement for battery end of life (eol) the surgeon was unable to get cerebrospinal fluid (csf) from the sutureless connector (sc). It was determined that there was a catheter occlusion at the pump connector. The sc was removed and csf flow was brisk so a new sc was implanted. It was noted that the product issue was resolved; however, the cause was undetermined. There were no patient symptoms. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis found corrosion present on gear wheel three. Analysis found slight residue present in the pinion. Analysis of the catheter serial number (B)(4) found catheter body hole or tear caused by catheter connector pin. Analysis found an area where the catheter was leaking. Analysis found an indent in the cup of the sc connector. Analysis found a breach to the catheter body near the pin connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.